Event description:
The pt has two leads from the same lot. It was reported the pt has not been receiving pain relief from stimulation. Reprogramming attempts to provide resolution have been unsuccessful. X-rays were taken and revealed no anomalies. In turn, the pt will undergo injection therapy and received an increase in pain medications.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.